Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. The patient experienced urinary/bowel problems, dyspareunia and fistulae. The patient underwent lysis of adhesions and placement of a restorelle mesh on (B)(6) 2014. No additional information was provided. N addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and grade 2 rectocele. It was reported that patient underwent diagnostic laparoscopy with extensive lysis of adhesions, sacrocolpopexy and cystoscopy on (B)(6) 2014 for stage 2 rectocele and vaginal prolapse (B)(4).